Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this reported condition of a low battery alarm was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: a service history review revealed that the device has not been previously serviced for the reported condition. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During service by baxter personnel, it was found that a flogard infusion pump experienced a low battery alarm, during battery testing in the standard functional test, and this alarm interrupted delivery. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.